Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device diagnostic graph had missing data points indicating the true atrial arrhythmia burden dates and hours of duration. The device remains in use. No patient complications have been reported as a result of this event.